Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with the pump showing a fill estimate issue and a cartridge alarm. The customer's blood glucose level was impacted, exceeding 500 mg/dl, with the exact value indicated as "high." The customer administered a correction bolus via the pump and did not require any incapacitating assistance from a third party. Technical support educated the caller on proper cartridge air removal and walked them through filling and loading a new cartridge, resolving the issue without the need for a cartridge return.